Manufacturer narrative:
The facility ordered a new footswitch. The replaced footswitch has been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 12/05/2008.

Event description:
The nurse reported the surgeon made the incision into the eye and had inserted the handpiece, depressed the footswitch and received a system message. The staff tried to reset the footswitch cable, rebooted the system, and still the system message would not clear. There was an hour delay in surgery while the staff borrowed a footswitch. The case was completed with no additional impact to the pt.